Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid (8 mg/ml at 2.99 mg/day) and clonidine (60 mcg/ml at 22.493 mcg/day) via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. A motor stall that occurred on (B)(6)-2016 at 17:51 was seen at the initial interrogation. The patient has not recently had an MRI (magnetic resonance imaging). The patient did not feel well, had some pain and some withdrawal symptoms, which were considered sudden. The patient was started on orals right away. The healthcare provider and company representative tried to interrogate and restart the pump, but all attempts were unsuccessful. The plan was to program the pump to minimum rate mode. It was later reported that the pump was replaced on (B)(6)-2016. The cause of the stall was unknown. The pump has been destroyed, so it will not be returned for analysis. The patient's medical history and concomitant medications included were not reported.